Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she received a package of sensors but all of them were bent. Customer's blood glucose was 600 mg/dl at the time of incident. Customer indicated that she had used some of the sensors while they were bent but did not realize it at the time. Customer indicated that she felt fine now and she was advised that the device would be replaced and to return the product for analysis.